Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc quantum apex balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft 2mm proximal from the distal marker band. The device was functionally tested with a .014 inch guidewire. There were no issues advancing the guidewire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported rupture.

Event description:
It was reported that a balloon material rupture occurred. A 15mm x 3.50mm nc quantum apex balloon was advanced to the target lesion. An attempt to inflate the balloon was made, but the balloon would not fully inflate. The device was viewed under x ray and it was noticed that a hole in the balloon occurred, and the whole front of the balloon itself was a hole. The balloon was deflated twice and removed from the patient. After the balloon was removed, it was noticed that balloon was partially inflated. The procedure was successfully completed with another of the same device and no patient complications resulted in relation to this event.

Event description:
It was reported that a balloon material rupture occurred. A 15mm x 3.50mm nc quantum apex balloon was advanced to the target lesion. An attempt to inflate the balloon was made, but the balloon would not fully inflate. The device was viewed under x-ray and it was noticed that a hole in the balloon occurred, and the whole front of the balloon itself was a hole. The balloon was deflated twice and removed from the patient. After the balloon was removed, it was noticed that balloon was partially inflated. The procedure was successfully completed with another of the same device and no patient complications resulted in relation to this event.